Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple shocks due to oversensing on the rv-lead. The patient requested no further treatment. The ICD was programmed off. The lead remains implanted.